Event description:
N/a.

Manufacturer narrative:
Additional contact details: event site postal code- (B)(6). It was reported that during routine check ,the cardiosave intra-aortic balloon pump (iabp) had a issue of autofill alarm. There was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) observed that system is showing autofill failure alarm. Checked safety disk & compressor still same problem. Spares needed for testing purposes. Checked the system problem suspected with vacuum muffler & pressure muffler because both values are out off range. Replaced new mufflers for vacuum rga & pressure rga then calibrated. Safety disk re fixed it then checked the system it is working fine and ready to use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) is indicating an autofill failure alarm. There was no patient involvement.